Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported "hardness in both breasts, but greater in the right", "tenderness, pain, possible rupture, and shrinking of breasts." Additionally healthcare professional reported "crease/folding of implant". Device has been explanted. This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "hardness in both breasts, but greater in the right", "tenderness, pain, possible rupture, and shrinking of breasts." Additionally healthcare professional reported "crease/folding of implant". Device has been explanted. This record is for the right side.